Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The insertion site was abdomen. The blood glucose level was high, and the patient was treated with insulin pen. No further information available.